Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.5.0) installed on oneplus 10 pro (android 13, oxygenos 13.1) with mmt-1884 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was reproduced 100% of the time. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the document (B)(4). After conducting a thorough investigation, we have found that the pairing is failing due to an incompatibility with the custom oneplus oxygenos version 13.1. We are seeing a consistent supervisor_timeout error on oneplus phones running the 13.1 operating system. Note that this is not an official android os version and is only available to oneplus devices. The esf number that corresponds to the reported issue is: 4973800. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: please switch to different device, and do not use a oneplus phone running oxygenos 13.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"An attempt to reproduce the reported event with minimed mobile app (software version 2.5.0) installed on oneplus 10 pro (android 13, oxygenos 13.1) with mmt-1884 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was reproduced 100% of the time. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the document (B)(4). After conducting a thorough investigation, we have found that the pairing is failing due to an incompatibility with the custom oneplus oxygenos version 13.1. We are seeing a consistent supervisor_timeout error on oneplus phones running the 13.1 operating system. Note that this is not an official android os version and is only available to oneplus devices. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: - please switch to different device, and do not use a oneplus phone running oxygenos 13.1. Afc code: fa21af software anomaly (defect). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the pairing issue between the pump and mobile device. Troubleshooting was performed and found that the issue was not resolved by force closing and re-launching the app. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. The device will not be returned for analysis.